Event description:
Endopro ecap computer displayed thermal event failure, was unable to bring endopro system up, switched to secondary system, sony mavigraph (worked through the first case). Mavigraph was turned off to clear 1st case of pictures, mavigraph would not turn back on. No ability to capture pictures for the colonoscopy procedure. Device would not pass co2 cavity test. Another device worked fine. Procedure dependent device. No pt harm.